Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right atrial (ra) lead exhibited noise oversensing resulting in pacing inhibition and inappropriate mode switch. The ra lead was explanted and replaced. The patient was discharged following the procedure.

Manufacturer narrative:
The reported events were noise and mode switch. A partial lead was returned in two pieces. The reported event of noise was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing found an internal short between the inner coil and outer coil conductor paths on the connector portion of the lead due to the overtorqued inner coil in the connector region consistent with procedural damage. An internal short was also found between the inner coil and outer coil conductor paths on the distal portion of the lead. After removing the outer insulation and the outer coil from the distal portion of the lead to examine the condition of the inner insulation, the inner insulation was found to be damaged consistent with procedural damage.